Event description:
Customer's family member reported that customer was hospitalized for dka. Pump's programmed settings were confirmed to be correct and insulin exited when pump was programmed to deliver a 3 unit fixed prime. Family member called back to report that pump was giving a no delivery alarm.